Event description:
It was reported from a patient who reports pump was alarming no disposable pump won't run. Patient troubleshooted with nurse today. Nurse advised patient to get another pump set.they did not have any cassette lot numbers. There was no patient injury reported. This report addresses the administration cassette.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was not completed as there was no lot information provided.